Event description:
It was reported that following a coronary artery treatment procedure, the patient experienced a myocardial infarction and plaque shift. The target lesion was a bifurcated lesion located in the mid left anterior descending artery with 90% stenosis and was 12 mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with pre-dilatation and implanting a 3.0 x 16 mm taxus liberte stent. Following post-dilatation with a 3.5 mm non bsc balloon, there was some plaque shift into the diagonal vessel. This was treated with a 1.5 mm apex balloon and final angiography revealed timi-3 flow without dissection or perforation. There was 0% residual stenosis. Post index procedure, the patient had elevated troponin levels. There was no treatment given.

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).